Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 650 mg/dl. Customer states that they were admitted into the emergency room due to hyperglycemia. Nothing further reported.